Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed multiple system error 105's in the history log in the emergency room . It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symtpom, device alarms all the time, which was observed as a system error 105, which was reproduced while running a loaded set. System error 105 was confirmed through a review of the device event history log and caused by a seized motor. The failed motor assembly was replaced.